Event description:
In 1/86 rptr had a repeat cesarean section done, and had monofilament sutures (wire sutures 2.0) used to close her incision and hold a netting for hernia in place. In 5/95 she began to have severe abdominal pains. She went to her gyn dr who did several tests but could not find the cause, so she sent her to a surgeon. He did further tests and discovered that the stitches had broken inside of her abdomen and wrapped around the wire mesh and caused all of the problems. He did an operation and removed the wire mesh and sutures. 6 weeks later she began to have more pains, and went back to dr. He had more tests done and did an exploratory surgery, found "large sermone cavity" in her abdomen which to this day does not heal. She had other operations after this last one and now she is scheduled to see a plastic surgeon to try and see if they can get the open wound to heal.